Event description:
It was reported that a smiths medical pump alarmed: no disposable clamp tubing. Alarm silenced and pump settings verified along with medication label (res vol 86.1, rate 2.5, given 28.95ml). Pump turned off and back on; pump alarmed no disposable, pump won't run. Pump turned back off, line clamped, cassette removed, and tubing massaged. No air bubbles noted in line. Cassette reattached, line unclamped and pump turned back on. Alarm continued. The pump was turned off with no harm to the patient. No further information available.